Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d9(device avail for evaluation), h3, g1(contact person) h3 other text : not returned to manufacturer.

Manufacturer narrative:
Device not accessible for testing: (4117/213) at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event, there was not an issue with the iabp. Communication/interviews: (4111/213) communication/interviews were performed. A getinge representative talked to the customer and found that console was not seated all the way in the cart so it was not receiving ac power. The fse verified that unit was docked, with batteries charging, and working properly with customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not power on. There was no patient involvement, and no adverse event reported.